Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system delivered an inappropriate shock with anti-tachycardia pacing (atp) as a result of noise and oversensing on the right ventricular (rv) lead. There was no pacing inhibition observed, and therapy was not exhausted. Following the inappropriate shock, tachy therapy was programmed off. Additionally, the rv pacing impedance suddenly increased to greater than 2000 ohms a couple of months ago. It was suspected the rv lead was fractured due to the sudden change in impedance. As a result of the clinical observations, the associated ICD was explanted and replaced along with this rv lead. Additional information was received that, during the explant procedure, fluoroscopy was performed, which revealed this rv lead was fractured between the suture sleeve and yoke. The fracture was near the patient's armpit. It was noted they could feel the lead, but it was not exposed. A lot of noise was observed on the pace/sense channel when the physician moved the patient's arm around prior to the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.